Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a guide wire break occurred. The target lesion was located in the severely calcified ostial right coronary artery. Rotational atherectomy was performed successfully and the burr catheter was removed. The 330cm rotawire floppy guide wire remained positioned in the patient. The lesion was then dilated using a 1.5 emerge push balloon catheter and a 2.5 x 12 nc quantum balloon catheter. Upon removal of the nc quantum balloon catheter, it was noted that the rotawire was kinked. When the balloon was removed over the kink in the wire, the wire broke. The procedure was completed with another wire. No patient complications were reported and the patient¿s status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Unit returned in a generic plastic bag. The visual and tactile inspection was performed and the device returned fractured in two sections; moreover, the distal part presented the body kinked along the body, and the spring tip damaged (kinked). All the outer diameter measurements are within the specifications. The returned device was sent for external analysis (mtac) to determine the fracture failure mode. The mtac lab returned the following results: both samples presented evidence of bending overload and torsion overload as mode of wire failure and based on the same fracture mode, same fracture characteristics and diameter, the two samples are most likely from the same fracture event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a guide wire break occurred. The target lesion was located in the severely calcified ostial right coronary artery. Rotational atherectomy was performed successfully and the burr catheter was removed. The 330cm rotawire floppy guide wire remained positioned in the patient. The lesion was then dilated using a 1.5 emerge push balloon catheter and a 2.5 x 12 nc quantum balloon catheter. Upon removal of the nc quantum balloon catheter, it was noted that the rotawire was kinked. When the balloon was removed over the kink in the wire, the wire broke. The procedure was completed with another wire. No patient complications were reported and the patient¿s status is fine.

Manufacturer narrative:
(B)(4).